Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that a patient enrolled in a clinical study underwent initial left total knee arthroplasty (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2012 due to instability and effusion of the left knee. The tibial components were removed and replaced.